Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer received a ¿replace sensor¿ error message on the adc freestyle libre sensor after 7 days of wear. The customer was unable to monitor their blood glucose and subsequently experienced symptoms of vomiting, headache, spinning head, and a loss of consciousness. The customer had contact with a healthcare professional who obtained a laboratory result of 520 mg/dl and diagnosed the customer with diabetic ketoacidosis. The customer was administered insulin (type/dose unknown) and fluid as treatment. There was no report of death or permanent impairment associated with this event.